Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 10 months post implant of this 27mm aortic bioprosthetic valve, severe regurgitation was noted. A 34mm transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported.